Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID 97755-s lot# serial# (B)(6)] analysis found that there was a recharge antenna failure, controller goes blank when rtm is plugged in it was also noted the donut was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that they were charging the implantable neurostimulator (ins) today and fell asleep and were almost at 100 percent, and then found the controller wouldn't turn on/was blank so they plugged in ac power cord and reset but screen wont turn on. They screen turned on with aa batteries. They then put battery pack back in and screen came on but shows no device found. Pt says that they are having a return of pain due to the charging issue as stimulator has run to empty. Pt says there is a knick in the recharger (rtm) paddle, and says rtm is not heating up. They don't hear any rattling in controller. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.